Event description:
On (B)(6) 2014, the customer reported "sheath pressure upper failed messages" occurred when using the coulter lh 750 hematology analyzer. Customer was checking all differential results manually. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and adjusted sheath pressure down to be in range. Identification of failure modes: sheath pressure regulator would not hold pressure properly. The instrument gave sheath pressure upper failed messages to alert the operator to an instrument problem. No erroneous results were generated in connection with the reported event. Regulated pressure failures is a characterized hazard listed in the system risk analysis report (srar) lh750, pn 0303886, rev. Yf (section 1.6.7-1) and lists sheath pressure failure errors as a failsafe. However, depending on the instrument setting, the instrument will not stop the operator from processing samples. Product labeling: per labeling, coulter lh 750 hematology analyzer, system help (B)(4): sheath pressure upper failed appears in the analyzer alert line. If the flow cell autostop feature is on, the analytical station stops processing samples at the end of a cycle. If the flow cell autostop feature is off, sample processing continues. "Red light" appears in the command center. Data not transmitted, or data transmitted and "system alarm" message printed in footer of sample report. (B)(4). There were two occurrences of the reported event. MDR 1061932-2014-00390 was filed for the second event.